Event description:
A report was received that the patient had an infection at the pocket site. The physician believed that the infection was procedure related. The patient was placed on antibiotic regimen.

Event description:
A report was received that the patient had an infection at the pocket site. The physician believed that the infection was procedure related. The patient was placed on antibiotic regimen.

Manufacturer narrative:
Additional information was received that the infection had been resolved and the patient was reportedly doing well.